Event description:
It was reported the ultrasound bronchofibervideoscope had a loose biopsy tube port. The issue occurred during a therapeutic, endobronchial ultrasound procedure. The procedure was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. Corrections: b5. D4 - the UDI tab should have been left blank in the initial report and not responded with "unknown" as the device is not sold in the us. Additional information: d8 - no. The device was returned to olympus for inspection, and the reportable malfunction of loose forcep channel was confirmed. Based on the results of the investigation, the presumed cause and the root cause could not be identified. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
Issue occurred during preparation for use of an endobronchial ultrasound procedure.